Event description:
It was reported that a physician attempted to novasure endometrial ablation on (B)(6) 2014 and received three unsuccessful cavity integrity assessment (cia) tests. The physician performed a laparoscopy and visualized a "left fundal perforation [and a] small right perforation from the tip of device". The physician "applied diathermy to the perforation sites". The pt was admitted into the hospital overnight for observation and discharged the following day. The novasure procedure was aborted. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).